Manufacturer narrative:
H10. Updated / additional information - g1, g3, g6, h1, h6 (component code as liner). H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/polymer, porous uncemented. D10. Concomitants: 5322718 170-28-93 - biolox delta femoral head 28mm od, -3.5mm. 5486890 180-01-46 - cup, cluster-hole, 46mm group 0. 5795047 188-01-04 - wedge plasma x/o sz 4. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient received a right total hip arthroplasty on 25 mar 2019, and then approximately 4 years, 5 months later on 6 sep 2023 had a surgical procedure to replace the liner with another exactech device. The patient complains of pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. No images or photos of the device are provided. The device will not be returned. No other information is available.